Event description:
As a fallopian tube clip was being applied to a tube it reportedly broke apart. The metal spring and one jaw of the clip fell into the pt's obdomen but both components were recovered without difficulty by the physician. The other plastic jaw(lower) was later found in the applicator during cleaning. No patient complication were reported.